Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and no defects or issues were found in the system or software. A review of the event log files determined that the pointer array device was not used to verify the cuts. Since the resections were not checked with the pointer array, the log files did not contain information regarding the distance of the resection compared to the planned cut. Additionally, there was no indication of the second described issue of the accubalance graph not being accurate. Therefore, the reported condition could not be confirmed. An assignable root cause could not be determined. D4. Serial: device serial number has been added accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device manufacture date: the device serial/lot number and device manufacture date are unknown. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, that there was a gap on the posterior chamfer cut. The reporter was unable to provide the amount of the gap. Additionally, it was observed that there was a 1-2mm gap on the anterior chamfer cut. It was further reported that the accubalance graph was not accurate. It was reported that the device was being used with a robotic assisted base station. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4. Device manufacture date: the device manufacture date has been added accordingly.